Event description:
It was reported that a patient was in the ER and had her vns interrogated. The ER said they received some kind of code and believe the vns is malfunctioning. Additional relevant information has not been received to-date.

Event description:
The suspect and non-suspect devices were explanted and received. This was previously reported in MFR report # 1644487-2024-01363. Upon completion of product analysis for the non-suspect generator, it was determined that this MFR report # 1644487-2018-00445 was the correct place to house further information regarding the suspect lead as product analysis of the generator showed that high impedance was also seen on (B)(6)2020, (B)(6)2021, and (B)(6)2023. Product analysis for the suspect lead was completed. During visual analysis, the 3rd portion of coil1 was found to be broken. The broken ends were dark and pitted and showed signs of a stress induced fracture. Additionally, the coil break mate end appeared melted on one side. Continuity checks and visual inspection of the returned lead portions were performed during the functional analysis, and no other discontinuities were identified. Abraded tubing was seen with no penetrations. Bodily fluids were seen inside the inner and outer tubing with no obvious path of ingress other than the cut opening fracture previously identified and cut ends. Internal tubing abrasions were seen. Other than the coil1break, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure.

Manufacturer narrative:
A2, corrected data: supplemental report 1 inadvertently did not update the patient age once new information became available that changed the event date, and subsequently patient age. B3, corrected data: initial report inadvertently reported the event date as 03/27/2018 when it should have been 02/27/2018. The event date has since been updated to 02/25/2018 based on new information received in supplemental report 1 for the purpose of this report. B3, corrected data: supplemental report 1 inadvertently did not correct the event date to 02/25/2018 based on the newly received information. Medical device problem: (B)(6).

Event description:
A review of the manufacturer¿s in-house programming history identified an instance of high impedance on diagnostics testing occurring on the same date the patient was in the ER. Follow-up to the provider indicated they no longer see the patient. No known surgery has occurred to-date.

Event description:
Product analysis for the generator was completed and approved. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters.

Event description:
The patient underwent a full replacement. The surgeon was not prepared for a lead revision so only a generator replacement was performed and the new m1000 generator also showed high impedance >9000 ohms. Lead revision was discussed with the patient. No known lead replacement surgery has occurred to date. The explanted generator has been received for analysis which is underway but has not been completed to date.